Manufacturer narrative:
E1: initial reporter address: (B)(6), should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer had a separation issue; described as ¿the dark blue end part got disconnected from the body of the transfer set¿. This occurred when the patient was about to disconnect from the pd cycler after an automated peritoneal dialysis (pd) therapy session. As a result, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.